Manufacturer narrative:
This supplemental report corrects a minor discrepancy in information provided in the original medwatch. The corrections were identified during an internal retrospective review of medwatch reports filed for complaints received by conmed between 01/01/2015 and 02/15/2017. This review was performed in accordance with a pre-approved protocol, conmed document #(B)(4), which defined a process for performing and documenting reviews of previously submitted medwatch reports for accuracy and completeness.

Manufacturer narrative:
Conmed corporation received 4 "unopened" packages containing the goldline push button electrodes for evaluation. Visual examination of the returned packages found one device failing visual inspection for adhesive transfer in the seal. The devices were transferred to packaging lab for evaluation. Three of the four returned devices were confirmed as unsterile failing the dye leak testing on (B)(6) 2016. This failure mode is addressed in the risk document. This lot was manufactured on 09-nov-2015. Of the lot containing (B)(4) pieces this is the only reported seal issue. A review of the device history record for this lot found no ncrs and no note of discrepancies during the manufacturing process. (B)(4). The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. This information has been forwarded to the investigation owner. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, 4 packages of goldline pencils were discovered with "insufficient heat seal". There was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.